Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. Customer reported pump got 4 cracks which led to system failure. No information was provided on treatment or symptoms. No information on troubleshooting. No harm requiring medical intervention was reported. No information whether the customer will continue use of the device or not.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.